Manufacturer narrative:
Date of event: month and year valid (in the end of (B)(6)). Analysis found that the customer's reason for return has been confirmed, it was not possible to fix the bur into the attachment, therefore it was also not possible to confirm the overheating complaint and perform an incoming pre-repair temperature test. The laser markings are faded. One of the internal tube bearings are broken/detached and therefore it was not possible to fix the bur. The other tube bearings are worn. The input drive shaft and output drive shaft are pitting. The bearings are corroded. The o-ring, c-clips and retaining ring are worn. The springs are worn. The washer in the spindle housing is worn. The collet carrier is pitting. It was too expensive to rebuild the device with new spare parts, therefore the device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the attachment was not working properly after use/procedure / surgery. There was no delay in the procedure as a result of this event. There was no patient or staff impact. On follow-up, it was reported that the bur did not fix in the attachment after a few tries. The fixation was tested before the usage and realized that the bur was not properly fixed. They tried the bur with another attachment and it worked properly. There was no further troubleshooting performed. The attachment was not used for the procedure. Additional information was received indicating that the device remains after turning on and gets hot.